Event description:
Same case as MDR ID 2134265-2014-01188. It was reported that catheter entrapment on guide wire occurred. After the 035/260 amplatz super stiff guide wire crossed the target lesion, the 10x30x75 epic vascular stent system was advanced and the stent was deployed. However, the stent delivery system became stuck on the guide wire when attempting to remove it. The devices were removed together as a unit without issue. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) was received with the amplatz guidewire for the related complaint. The stent was deployed and not received for analysis. The inner shaft was separated from the sds. The entire length of the inner shaft was twisted, necked-down on the wire and buckled. The distal tip was also buckled/bunched-up over the inner shaft. The inner diameter (ID) of the luer at the proximal end of the sds was measured with a calibrated pin gage set. There was a complete separation of the outer sheath 10cm from distal end of the outer sheath. There were multiple kinks throughout the outer sheath. There was a gap in the handle between the handle halves; however, the handle remained fixed together. The inner shaft was locked-up on the guidewire in the as-received condition. Product analysis results are consistent with the reported information. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-01188. It was reported that catheter entrapment on guide wire occurred. After the 035/260 amplatz super stiff guide wire crossed the target lesion, the 10x30x75 epic vascular stent system was advanced and the stent was deployed. However, the stent delivery system became stuck on the guide wire when attempting to remove it. The devices were removed together as a unit without issue. No patient complications were reported and the patient's status was fine.